Event description:
While inserting a new gladstone putterman tube in the patient's right eye, the end of the tube broke. Physician searched entire operative field for broken part. Unable to locate it and believes that it may have been suctioned up. The broken part measured 0.5 x 1 mm in size. A new tube was placed without incident. The patient was not harmed.